Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacemaker was found on backup vvi mode. The device was successful reset. There were no consequences to the patient.